Manufacturer narrative:
This report is submitted on march 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and intermittency with device use. Subsequently the patient was treated with antibiotics and steroids (type and duration not reported).